Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor fractured, the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), the inner tubing was kinked/buckled, there was a white substance on the outer insulation, the helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism; distal segment returned and analyzed.

Event description:
It was reported that patient heard alerts because of oversensing and an elevated impedance. The lead was apparently fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.